Event description:
The caller reported that the pilot balloon seam on the patient's tube leaked. The spot of the leak was confirmed by blowing air through it with a syringe. A non-routine replacement of the tube was required.